Event description:
It was reported that pump displayed altitude alarm and insulin delivery was interrupted, and customer¿s blood glucose rose to a high value that was not specifically known. There was no additional information received regarding long-term impact to the customer¿s blood glucose level. Customer gave correction insulin by injection, replaced cartridge, and pump returned to normal operation, and technical support provided tips to prevent future altitude alarms, which customer understood and acknowledged.